Event description:
It was reported that the customer received a button error alarm on the insulin pump. The customer's blood glucose was unknown. Troubleshooting was done. The customer stated that he was on the beach while it was raining. The customer stated that the insulin pump was slightly damp. The customer expressed that he was unaware if a button was pressed for three minutes. Advised the insulin pump needed to be replaced. Advised the customer to discontinue use of the insulin pump and revert to a back-up plan per healthcare provider's instruction. Advised customer that a replacement insulin pump would be sent. Nothing further reported.

Manufacturer narrative:
No button error alarm noted. The up arrow button did not respond due to moisture damage on keypad trace. No moisture damage on electronics noted. No vibration anomaly during testing noted. The insulin pump was received with minor scratched display window and cracked reservoir tube lip.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.